Event description:
Promus premier china registry. It was reported that acute myocardial infarction (mi) and restenosis occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 99% stenosis and was 28 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.5 mm x 32 mm promus premier stent. Following this post-dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with angina and was diagnosed with acute myocardial infarction killip 1. The subject was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 100% stenosis in proximal lad. Revascularization was recommended and medication was given. Percutaneous coronary intervention was performed to treat the event with 10% residual stenosis. Restenosis was noted in target lesion and target-vessel revascularization (tvr) was performed. Two weeks and two days later, the event was recovered and resolved. The subject was discharged on the same day. It was further reported that in (B)(6) 2021, the subject presented the symptoms of myocardial infarction. Electrocardiogram (ECG) was performed which indicated posterior q-wave myocardial infarction. Cardiac enzymes were not tested. It was further reported that in (B)(6) 2021, cardiac enzymes were noted to be elevated.

Manufacturer narrative:
B5: describe event or problem has been updated.

Event description:
Promus premier china registry. It was reported that acute myocardial infarction and restenosis occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 99% stenosis and was 28 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.5 mm x 32 mm promus premier stent. Following this post-dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with angina and was diagnosed with acute myocardial infarction (mi) killip 1. The subject was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 100% stenosis in proximal lad. Revascularization was recommended and medication was given. Percutaneous coronary intervention was performed to treat the event with 10% residual stenosis. Restenosis was noted in target lesion and target-vessel revascularization (tvr) was performed. Two weeks and two days later, the event was recovered and resolved. The subject was discharged on the same day. It was further reported that in (B)(6) 2021, the subject presented the symptoms of myocardial infarction (mi). Electrocardiogram (ECG) was performed which indicated posterior q-wave myocardial infarction. Cardiac enzymes were not tested. It was further reported that in (B)(6) 2021, cardiac enzymes were noted to be elevated. It was further reported that the subject was diagnosed with acute mi killip 1 based on symptoms, ECG changes and biomarker elevation. The rationale for intervention was angina, new ECG changes, biomarker elevation and angiographic finding without symptoms or objective signs of ischemia. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Correction: h6 - device code: initially reported (a24) adverse event without identified device or use problem, changed to (a1409) obstruction of flow.

Event description:
Promus premier china registry. It was reported that acute myocardial infarction and restenosis occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 99% stenosis and was 28 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.5 mm x 32 mm promus premier stent. Following this post-dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with angina and was diagnosed with acute myocardial infarction killip 1. The subject was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 100% stenosis in proximal lad. Revascularization was recommended and medication was given. Percutaneous coronary intervention was performed to treat the event with 10% residual stenosis. Restenosis was noted in target lesion and target-vessel revascularization (tvr) was performed. Two weeks and two days later, the event was recovered and resolved. The subject was discharged on the same day. It was further reported that in (B)(6) 2021, the subject presented the symptoms of myocardial infarction. Electrocardiogram (ECG) was performed which indicated posterior q-wave myocardial infarction. Cardiac enzymes were not tested.

Event description:
Promus premier china registry. It was reported that acute myocardial infarction and restenosis occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 99% stenosis and was 28 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.5 mm x 32 mm promus premier stent. Following this post-dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with angina and was diagnosed with acute myocardial infarction (mi) killip 1. The subject was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 100% stenosis in proximal lad. Revascularization was recommended and medication was given. Percutaneous coronary intervention was performed to treat the event with 10% residual stenosis. Restenosis was noted in target lesion and target-vessel revascularization (tvr) was performed. Two weeks and two days later, the event was recovered and resolved. The subject was discharged on the same day. It was further reported that in (B)(6) 2021, the subject presented the symptoms of myocardial infarction (mi). Electrocardiogram (ECG) was performed which indicated posterior q-wave myocardial infarction. Cardiac enzymes were not tested. It was further reported that in (B)(6) 2021, cardiac enzymes were noted to be elevated. It was further reported that the subject was diagnosed with acute mi killip 1 based on symptoms, ECG changes and biomarker elevation. The rationale for intervention was angina, new ECG changes, biomarker elevation and angiographic finding without symptoms or objective signs of ischemia. The subject was discharged on aspirin and clopidogrel. Upon additional boston scientific medical safety review, based on the information provided, the study stent was patent and the device is not related to this event.

Manufacturer narrative:
Corrections: b5 describe event or problem has been updated h6 patient codes: (restenosis e233701) initially reported has now been removed. H6 device codes: initially reported (a1409) obstruction of flow, changed to adverse event without identified device or use problem. H6 patient codes: updated from angina, myocardial infarction to "no clinical signs, symptoms or conditions" h6 impact codes: updated from 'serious injury" to "no health consequences or impact" correction: h6 - device code: initially reported (a24) adverse event without identified device or use problem, changed to (a1409) obstruction of flow.

Event description:
Promus premier (B)(6) registry. It was reported that acute myocardial infarction and restenosis occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 99% stenosis and was 28 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.5 mm x 32 mm promus premier stent. Following this post-dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with angina and was diagnosed with acute myocardial infarction killip 1. The subject was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 100% stenosis in proximal lad. Revascularization was recommended and medication was given. Percutaneous coronary intervention was performed to treat the event with 10% residual stenosis. Restenosis was noted in target lesion and target-vessel revascularization (tvr) was performed. Two weeks and two days later, the event was recovered and resolved. The subject was discharged on the same day.